Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment capas. The electronic lot history record (elhr) found no associated manufacturing nonconformities issued to the reported lot. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose proglide device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified right common femoral artery using two proglide devices after a left leg intervention procedure with a 6f sheath. Reportedly, with both devices, a cuff miss [suture retrieval issue] occurred. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.